Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the pump would not inflate the cylinders. The physician attempted to inflate the pump himself in office, but has not been able to. A CT scan was performed to ensure there was fluid in the reservoir and it all looked good, but the pump will not transfer fluid. The physician planned to work with the patient and the manufacturer representative for further troubleshooting. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the pump would not inflate the cylinders. After initial training, the patient indicated that he could squeeze the pump bulb but then it goes flat. He would hit the deflate and it would fill again. The patient tried to repeatedly to pump, but it stayed flat again and would not inflate cylinders. The physician attempted to inflate the pump himself in office, but has not been able to. A CT scan was performed to ensure there was fluid in the reservoir and it all looked good, but the pump will not transfer fluid. The physician planned to work with the patient and the manufacturer's representative for further troubleshooting. As the device was not working, the patient was scheduled for a revision surgery in (B)(6) 2022. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the pump would not inflate the cylinders. After initial training, the patient indicated that he could squeeze the pump bulb but then it goes flat. He would hit the deflate and it would fill again. The patient tried repeatedly to pump, but it stayed flat again and would not inflate cylinders. The physician attempted to inflate the pump himself in office, but has not been able to. A CT scan was performed to ensure there was fluid in the reservoir and it all looked good, but the pump will not transfer fluid. The physician planned to work with the patient and the manufacturer's representative for further troubleshooting. There were no patient complications.